Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities. [Inspection of the objective lens cleaning function] - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of horizontal line noise in the observation window was confirmed. However, the black dots could not be reproduced. The device evaluation found foreign material in the nozzle. Additional findings during the evaluation included: the bending angle in the up direction does not meet the standard value due to wear of the angle wire, the adhesive of the distal sheath (a-rubber) was chipped, the suction cylinder (s-cylinder) was shaved causing the volume not to meet the standard value. The objective lens was dirty and caused a lack of image on the monitor. The light guide (lg) lens was also dirty and caused a dark area due to decreased light output. The following components were scratched: connecting cover (c-cover), connecting tube, flexibility adjustment ring, s-cover, switch box, universal cord, protector of universal cord on s-connector side, s-connector, lock engagement (fe knob), upward/downward (u/d) angulation control knob, right/left (r/l) angulation control knob, control unit, and grip. The following components were found to be corroded: air/water (a/w) cylinder, u/d knob, s-connector. According to the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. The foreign material adhered to the nozzle might be limescale deposits from tap water, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was not cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during clinical use, the evis exera iii colonvideoscope, had temporary horizontal line noise in the observation image when connected to cv-190. In addition, dozens of black dots were reflected in the entire observed image. It is also reproduced when an olympus representative visits. The case was successfully completed with continued use of the subject device. Customer confirmed there were no reports of patient harm or delay. Upon inspection and testing of the customer returned device found foreign material in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.